Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign material in the tip cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of the foreign material or root cause cannot be identified. There was no damage to the area where the foreign material was detected, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Suggested event can be inspected and prevented by following below IFU. Inspection method is described in the operation manual gif-1200n chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif-1200n chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.